Manufacturer narrative:
(B)(4). Batch # n9260e. The analysis results found that the mcm30 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 18 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open hepatectomy, it was found that the blood vessel was slightly damaged at the 1st firing. Oozing occurred, but no blood transfusion was required. Another device was used to stop the oozing and to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).